Event description:
--

Event description:
Boston scientific received information that during a most recent device upgrade procedure it was noted that both the right atrial (ra) lead and right ventricular (rv) lead were unable to be removed from the device header. It appears the leads were stuck and the setscrews would not turn. As a result the ra lead and part of the rv lead were surgically abandoned and successfully replaced without incident.a portion of the rv lead remains in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.